Manufacturer narrative:
Describe event or problem: updated event date: updated this is the same event as manufacturer report 2937094-2020-01121 and 2937094-2020-01123

Event description:
It was reported that four fibers were used in a photoselective vaporization procedure of the prostate. During procedure, the fiber tip broke on three out of four fibers. The tip was partially detached from fiber, but it was able to be removed from the patients body by removing the fiber. The physician was able to observe the break through the camera. The procedure was completed with the fourth fiber without clinical consequences to the patient.

Manufacturer narrative:
Date of event: exact date was not reported. This is the same event as manufacturer report 2937094-2020-01121 and 2937094-2020-01123.

Event description:
It was reported that four fibers were used in a photoselective vaporization procedure of the prostate. During procedure, the fiber tip broke on three out of four fibers. The procedure was completed with the fourth fiber without clinical consequences to the patient.